Manufacturer narrative:
Description of product upon intake the shunt system was returned to us in a plastic container submersed in an unidentified liquid. The following products were submitted for return: progav shunt system with prechamber. Opening pressure upon intake: at the time of intake, the progav showed a pressure setting of 19 cmh2o. Investigation: visual inspection: the following observations were made during the visual inspection: deposits in the prechamber are visible. Measurement of surface of the housing: the measurement of the plane parallelism showed a slightly deformation of the outer housing. The measured value of -0,0225 mm lies slightly outside the given tolerance (0 ± 0.02mm). Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav shunt system is permeable. During the test, small deposits were flushed out. Computer control test: the computer controlled test has shown the opening pressure of the progav, at a reference flow rate of 20 ml/hr in a horizontal position, to be 20.97 cmh2o. This is within the specified tolerance of 19 cmh2o ± 3 cmh2o. Adjustability test: the progav was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, slightly deposits were found in the progav. Results: based on our investigation, we are not able to substantiate the claim of "over-drainage" or "self- adjustment". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. However, we suspected that the slightly deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.

Event description:
It was reported that there was a problem with a progav valve. The surgeon suspected an over-drainage resulting from uncontrolled shunt's self-adjustment. Patient information: age: (B)(6) years. Weight: unknown. Height: unknown. Gender: unknown. Implantation: (B)(6) 2020. Removal: (B)(6) 2020. The valve was implanted parallel to the body axis. Following products were implanted (not a complete miethke shunt system): fv467t + miethke peritoneal catheter + miethke ventricular catheter with deflector.